Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse determined the alignment on sample 1 (s1) probe was off and that the aliquot probe coating was coming out of the probe. The cse adjusted the s1 alignment and replaced the aliquot probe. A full quick check was run and the system was fully functional upon departure. The cause of the discordant, falsely depressed vancomycin patient result was an aliquot probe malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin patient result was obtained on a dimension vista 500 instrument. The customer runs samples in duplicate and averages the two values. The initial averaged result was reported to the physician(s). The same sample was repeated in duplicate on the same instrument and averaged. The initial averaged result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.